Event description:
Account reports noting "inverted septums" on injection sites when using the 3cc capujects and 3cc blunt plastic cannulas with luer locks. No pt injuries reported. States sometimes they push the cannula in but it does not penetrate.